Event description:
It was reported that during a coronary artery stenting treatment procedure, shaft fractures occurred. The physician was attempting to treat an 85% stenosed lesion in the left anterior descending (lad) coronary artery with a 3.0x20mm liberte bare metal stent (bms). The patient had been given plavix and concor preprocedure and heparin during the procedure. The lesion was not predilated. While introducing the stent through an unknown guiding catheter and positioning the stent to the target lesion, the shaft broke. While the physician was withdrawing the stent, another portion of the shaft broke. The device was able to be removed. The procedure was completed using another 3.0x20mm liberte bms. The patient was given sedation post-procedure. There was no patient injury reported with the patient's condition following the procedure reported as "stable." Additional information has been requested but not received.